Event description:
Customer alleged device reading was lower than lab result. Device = 14 mg/dl and lab = 30 mg/dl. Both results are venous samples taken 15 minutes apart. No treatment was received. Controls were in range. A request was made for product return and replacement product was sent.